Manufacturer narrative:
Due to character limitation, below field are added from e1- event site name - (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
User called into emergency support program line to request and report issue during use cardiosave intra aortic balloon pump (iabp) had autofill failure occurred. There was no harm or injury reported.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusions), h11. Keeping UDI partial in emdr ((B)(4)) as serial number is unavailable. A cvor rn contacted esp for assistance with an autofill failure alarm on a patient coming off bypass. Autofill attempts were unsuccessful, though the balloon position was reported as correct. Review of a video showed no waveform during autofill attempts. Esp indicated a likely helium tubing disconnection. Upon inspection under the or drapes, the helium tubing was found disconnected at the balloon. Once reconnected, the device functioned normally with no further issues. No patient injury was reported.

Event description:
N/a.